Manufacturer narrative:
The ball tip and part of the blade of this yasargil micro knife is broken off and was not returned for our inspection. This missing part of the blade is most important for our investigation regarding failure mode. The handle and the part of the blade returned had slight nicking on the cutting edge and the fracture has an appearance that the blade was bent before breaking off completely. According to our records, there is not a trend defect in these instruments. Due to the very delicate blade, extreme care must be used when handling this type of instrument.

Event description:
The surgeon was performing an anterior cervical discectomy and using a knife with a ball tip to cut ligaments. The doctor used the knife 2 or 3 times to cut ligaments and then noticed that the tip was missing on the instrument when he pulled it out of the sterile field. The tip of the instrument, about 5mm in length, was then seen in the surgical site. The doctor initially tried to retrieve it with instrumentation, but could not. He then tried using suction. After using suction, he could no longer see the piece in the surgical site. An x-ray was performed on the pt to see if the instrument tip appeared in the x-ray. The x-ray was negative, so the pt was closed up.